Manufacturer narrative:
Image analysis: one still image was provided of open launcher guide catheter packaging. Lot number is confirmed as 228772862 from image provided. There is no evidence of any foreign material in the image provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was intended to use one 6f launcher guide catheter. There was no damage noted to the packaging. The device was removed from the packaging and prepped per IFU with no issues noted. The device was inspected with issues noted. It was reported that upon inspection a foreign object/matter was observed in the package. The device packaging was fully sealed before the issue was noted. The device was used in the patient. The device was removed from the patient as there was a problem in the delivery process. On return the device packaging was damaged. It is possible that any damage occurred during device return as there was no long rectangular box available to send back the device. The patient is healthy.

Manufacturer narrative:
Product analysis: the device was returned for analysis. The pouch and die card were returned with the pouch open and the die card exposed. There were a number of marks and stains on the die card. Deformation was also noted to the packaging. The was also sticky substance on the strain relief of the device. Analysis confirms the presence of foreign material. There was no damage noted to the guide catheter and the od measured within specification. The device loaded through an in-house introducer sheath with no issues noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.